Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 547 mg/dl, which was treated with a manual injection. Customer mentioned no symptoms of nausea and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reports insulin exits the tubing. Adv to rewind the pump. Adv to reinsert res and run fill tubing and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the fill tubing. Adv the pump is working as designed. Explained alarm was caused by infusion or reservoir occlusion.